Event description:
Increased usage of my albuterol inhaler. Last night it smelled like melting plastic. FDA safety report ID # (B)(4).

Event description:
Increased usage of my albuterol inhaler. Last night it smelled like melting plastic. FDA safety report ID # (B)(4).